Event description:
It was reported that the patient reported hearing tones from their subcutaneous implantable cardioverter defibrillator (s-ICD) and was brought into the clinic for interrogation. Upon interrogation, high out of range shock impedance measurements were observed. All sense vectors were captured and no noise or other abnormalities were observed. Automatic set up was performed and chose secondary sensing vector. A fracture of the electrode is suspected and the field representative recommended a revision procedure. The clinic informed the field representative that they will consider next steps and follow up when neccessary. At this time evidence suggests the electrode remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient reported hearing tones from their subcutaneous implantable cardioverter defibrillator (s-ICD) and was brought into the clinic for interrogation. Upon interrogation, high out of range shock impedance measurements were observed. All sense vectors were captured and no noise or other abnormalities were observed. Automatic set up was performed and chose secondary sensing vector. A fracture of the electrode is suspected and the field representative recommended a revision procedure. The clinic informed the field representative that they will consider next steps and follow up when necessary. At this time evidence suggests the electrode remains in service and no adverse patient effects were reported. Additional information was received that the electrode was explanted and successfully replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.